Event description:
Report received that during an infusion of blood, the pump alarmed for "occlusion patient side". When the user responded to the alarm, they observed blood dripping out of the pump onto the floor. The administration set was changed out and a new unit of blood hung without incident. No patient harm reported. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). Product evaluated and customer's experience of blood administration set leaking inside the pump was confirmed. The leak was from a tear in the silicone tubing near the upper fitment. Crush marks were noted on the upper fitment approximately 110 degrees to the left of the tear in the silicone tubing. The root cause of the tear was not identified. The lot number was identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot #.